Event description:
A customer reported the screen indicated there was no handpiece during a cataract with iol (intraocular lens) implant procedure, even though a handpiece was connected. Both console connectors had been tested with two handpieces. Backup equipment was used to complete the case, following a 30 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the customer reported problem. The company rep replaced the u/s (ultrasound) controller pcba (printed circuit board assembly). The system was then tested and met product specifications. The company rep noted the customer is using 6 refurbished handpieces. The replaced u/s controller pcba was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).